Manufacturer narrative:
Block b3: exact date unknown, event occurred fifteen weeks after the device was implanted.

Event description:
It was reported that the patients body had rejected the ipg. It was also noted that the patient had inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.